Manufacturer narrative:
Hospital kept for processing.

Event description:
Revision surgery - due to the tibia subsiding and causing pain. This is not a product issue. The surgeon found the product in pristine condition, the tibia had separated from the bone.

Manufacturer narrative:
The reason for this revision surgery was identified as poor fixation after 4 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The hospital kept the device for processing; it was not made available to djo surgical for examination. A review of the device history records showed 1 non-conforming material report (ncmr) associated with this product. Ncmr 12536 showed 1 part (part number: 324-01-106) that had a non-conformance of "pit and bumps". The part was accepted with the justification "pit and bumps in casted stem area - surface is bead blasted." A review of the product complaint report history showed this is the first complaint for this lot. The root cause for the devices poor fixation could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.